Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 527 mg/dl. The customer attempted to self-treat with a bolus via pump. The customer went to the emergency room on (B)(6) 2022 and was subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis. During hospitalization, customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2022, with no permanent damage, however the customer reverted to an alternate method of insulin therapy.